Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited foreign material in the forceps channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the event in b5. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.